Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was undergoing a revision procedure as the patient had lost about 150 lbs and the s-ICD was loose in the pocket. All measurements were in normal range. During the revision, the electrode terminal pin was reinserted into the device and the device was placed in the new pocket. Testing was initially performed before pocket closure and the shock impedance measurements were noted to be above 400 ohms. After the pocket was closed, multiple automatic setup tests were performed and the impedance measurement continued to be above 400 ohms. The device was removed from the pocket and the electrode came out of the header. The physician stated that he did do an initial tug test when the electrode was reinserted into the header. The electrode terminal pin was reinserted into the device header, but the setscrew was unable to be engaged; the torque wrench would ratchet but the setscrew would not tighten. A hex wrench was then used but the setscrew would not move. After a few more attempts to engage the setscrew, the issue persisted and the physician decided to explant this s-ICD. A new device was implanted and was able to connect to the electrode without any issues. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.